Event description:
Technician found bed with note attached 'out of service'.

Manufacturer narrative:
Technician found head drifts down. The assembly was fouled. He disassembled head assembly, cleaned and degreased to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.